Event description:
The reporter stated that the "tubing where the diaphragm on the cassette is located is pulling off - usually during priming." There was no pt injury or treatment reported with this event.

Manufacturer narrative:
The product has not yet been received from the customer. The device history could not be reviewed without a reported lot number as a reference. Smiths was unable to confirm the issue or determine a possible cause without returned product eval. A follow up report will be submitted should info become available that impacts this report.